Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode.

Manufacturer narrative:
Based on the claim against the product by the customer noting intermittently firing, an investigation is in progress to determine the cause of this reported event. The fse confirmed that the bipolar energy was not firing. There was a physical connection issue with both bipolar ports on the generator. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu)] was intermittently firing after the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the bipolar was intermittently firing on the erbe generator. There was no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.